Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source showed the error code b30. The issue was found during set up / inspection for use. There were no reports of patient harm.

Event description:
Additional information stated that the issue was found during a therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection but the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. They were instructed to perform the following steps: reset the error by pressing the escape key, clean the contact pins on the scope, blow lightly into the clv-190 connector, and reconnect the scope to check the image. After completing these steps, the image worked properly, and the error cleared. The customer informed tac of the event. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.